Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-aug-15. It was reported that the patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
The pump was returned, and analysis found overinfusion-undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. Information was requested regarding if a [smartwatch] would affect the patient¿s pump. It was reported that the patient¿s pump ¿went bad after using it¿ in 2017. It was clarified that the patient did not even have it on; it was just in the cart, and the patient ended up in the hospital. It was noted that the pump was replaced on (B)(6) 2017, but it was thought that the issue might have started before then. It was noted that they had ¿lowered¿ the patient several times. Right now (as of (B)(6) 2017), the patient was at "20%" and at ¿6.0¿ with current medications of clonidine and morphine. The pump was on the patient¿s left side. It was noted that there was a manufacturer's representative at the hospital that came into the patient¿s room and said that they did not think there would be interaction between the watch and the patient¿s pump.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving morphine at an un known dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient complained of over/underinfusion with intermittent overdose and underdose symptoms. The date of the event was reported as (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The logs were read as diagnost ics/troubleshooting performed. The pump was completely explanted and replaced as surgical intervention taken to resolve the issue. At the time of the report the issue was resolved and the patient status was ¿alive - no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was indicated that the pump would be returned by the manufacturer's representative. No further complications were reported or anticipated.

Manufacturer narrative:
Logs showed the pump was delivering morphine 20.0 mg/ml at 6.738 mg/day, clonidine 270.0 mcg/ml at 90.96 mcg/day, and bupivacaine 20.0 mcg/ml at 6.738 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code ¿ (B)(4) is being updated to (B)(4) for this event. If information is provided in the future, a supplemental report will be issued.